Manufacturer narrative:
Hill-rom technical support found the patient left scale pod to be the issue. See scanned page. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support had the account disconnect the scale pod to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed does not send a nurse call. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).